Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: it was reported that the patient was admitted with hemolysis and low flow alarms. An echocardiogram revealed possible outflow graft occlusion. The patient underwent a pump exchange on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted from home with a lactate dehydrogenase level in the 1200 u/l range and dark urine. The patient was started on IV fluids and a heparin infusion. An echocardiogram revealed normal pump function. It was reported that the patient remained hospitalized with ongoing treatment for hemolysis. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled and the sealed inflow conduit was not returned. The returned sealed outflow graft appeared free of distortion. The lumen of the sealed outflow graft did not show any adhered depositions or thrombus formations. The report of a suspected outflow graft occlusion could not be confirmed. Examination of the pump blood-contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that it had formed over an undetermined period of time. Additionally, examination of the outlet stator found a small, red, tissue-like deposition between the outlet bearing and one of the outlet stator blades. The color and texture of the tissue appeared similar to that of the thrombus ring around the inlet stator, indicating that the depositions may have initially been part of the same structure. The observed thrombus could have contributed to the reported hemolysis and flow issues. The evaluation could not determine the specific cause for the development of the observed thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.